Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. The event and manufacture of this product occurred in another country. This is the same event as 3003379990-2007-00014, 00015.

Event description:
Allegedly breakage of the long neck of a profemur z prosthesis, size 6, combined with long head 28mm and with a lineage(r) cup diameter 50. The patient says he heard a metallic noise getting up from the sofa.